Manufacturer narrative:
A patient sample was provided for investigation. A gammopathy was detected in the sample. This interference is addressed in the package insert, "in very rare cases, gammopathy, in particular type igm (waldenstrom¿s macroglobulinemia), may cause unreliable results." The investigation determined a general reagent issue could be excluded.

Manufacturer narrative:
This event occurred in (B)(6). The investigation is ongoing.

Event description:
The initial reporter questioned low vancomycin gen.3 results on a cobas 8000 c 702 module. The customer provided test results for one patient. The initial result was reported outside the laboratory. Due to the initial result, the patient¿s vancomycin medication was increased but remained under the toxic limit. On (B)(6) 2020, a new patient sample was collected for testing due to the initial result not matching the clinical picture of the patient. On (B)(6) 2020, both patient samples were sent to a reference laboratory for repeat testing on a siemens analyzer. On (B)(6) 2020, the patient¿s initial vancomycin result was 0.0 ug/ml, and repeat result was 9.1 ug/ml. On (B)(6) 2020, the patient¿s vancomycin result was 5.7 ug/ml and repeat result was 19.1 ug/ml. The serial number of the cobas 8000 c 702 module is (B)(4).